Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department with an unsigned note that stated "migrating screen'. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse pt effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional informations was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.